Manufacturer narrative:
The investigation of the returned expiratory channel printed-circuit board (pcb) has been completed. This board contains electronics which include a microprocessor for control of the safety valve functions in the inspiratory section of the device. The pc-board was installed in a reference system for simulated-use testing. Tests of ventilation confirmed the reported issue with the reported pre-use checks tests failures. During ventilation a technical error code was generated indicating that the safety valve was open. Consequently, several high priority alarms indicating a stoppage of ventilation were generated. Electrical measurements on the expiratory channel pcb showed that a capacitor in the pull-magnet supply circuit was shorted. The broken capacitor also had, as a consequence, a damaged coil. The root cause for the capacitors' failure was too short of a life length. This type of capacitor is no longer used on the expiratory channel pcb. Logs showed that technical error codes, indicating a power failure and that the safety valve was open, were generated on (B)(6) of 2016. The date of event has been updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the internal leakage, pressure transducer, safety valve, flow transducer, and patient circuit sub-tests during the pre-use checks tests. There was no patient involvement reported. (B)(4).